Manufacturer narrative:
One sample was received in used conditions, without its original packaging and with its certificate of safe handling. During the test, a leak was found in the cuff. The complaint is confirmed. The hole is observed with a circular shape with flash in the periphery. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device failed the pre-test by leaking. No patient injury was reported.